Event description:
Dealer advised unit alarming and then shuts down with a rattling noise, dealer advised unit replaced, send estimate to (B)(6), dealer could not provide any further information, (B)(4).